Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a power tool from another manufacturing company was used with the synthes instruments for 90° screwdriver and sometimes it stopped during drilling of mandibular regions. The surgery was complete with a delay, but the specific length of the delay is unknown. This is report 1 of 2 for com-(B)(4).

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.